Event description:
As reported: "damage to drill tip."

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received drill is broken from the tip and the broken fragment was not returned. Broken surface of the drill appears relatively smooth without showing any plastic deformation signs which indicates towards a brittle failure of the drill due to mechanical overload leading to sudden breakage. The outer diameter of the drill was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related. The event was caused by the application of excess torsional force along with bending forces which led to sudden brittle failure of drill. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "damage to drill tip."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.